Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had a failed battery test alarm. No further details were given. The customer¿s blood glucose level was unknown. The device will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test. Sleep current measurement test and active current measurement were within specifications. Power management parameters graph confirmed the unloaded voltage and loaded voltage was within specification range. No unexpected failed battery alarm noted during testing. The device was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, cracked belt clip rails and keypad overlay texture damage.